Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported an informational power on reset (por) was seen on (B)(6) 2017 when they were trying to connect to their recharger. Their therapy had stopped due to the por. The por was not related to an overdischarge event and there were no trauma or falls reported to have contributed. The patient did have a CT scan to check their intestine in (B)(6) 2017 but their therapy was off at the time of the CT scan. The por was cleared successfully; the patient was able to turn their stimulation on and was getting adequate therapy. It was recommended that the patient follow up with their doctor to check the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2017. The patient stated that the CT scan was not related to the device and that the device is operating very well. No further complications were reported/are anticipated.